Event description:
It was reported that there was noise on the ventricular channel of this pacemaker system with oversensing and pacing inhibition. With movement testing, noise appeared on the atrial channel as well with oversensing and pacing inhibition while in the unipolar sensing configuration. After the patient fell while skiing, there was an isolated increase in the right ventricular (rv) lead pacing impedance to greater than 3000 ohms which was resolved after reprogramming form bipolar to unipolar sensing configuration. This system was reprogrammed during in-clinic follow-up to turn off ventricular pacing and the patient hospitalized at the discretion of the physician. X-rays were advised. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
Corrected to serious injury report for hospitalization with unknown cause. It was noted in the previous report's description. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there was noise on the ventricular channel of this pacemaker system with oversensing and pacing inhibition. With movement testing, noise appeared on the atrial channel as well with oversensing and pacing inhibition while in the unipolar sensing configuration. After the patient fell while skiing, there was an isolated increase in the right ventricular (rv) lead pacing impedance to greater than 3000 ohms which was resolved after reprogramming form bipolar to unipolar sensing configuration. This system was reprogrammed during in-clinic follow-up to turn off ventricular pacing and the patient hospitalized at the discretion of the physician. X-rays were advised. No adverse patient effects were reported. Currently, this pacemaker system remains in service.